Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit passed active current measurement test and sleep current measurement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any battery related alarms that were recorded and failed batt test along with other relevant alarms were absent. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection all connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit may had an intermittent failure not detected our testing. Unit was received with cracked case on battery side, stained keypad overlay and pillowing keypad overlay. In conclusion, customer concern of unexpected battery loss was not confirmed due to unit functioning properly. Cracked case was overserved during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.